Event description:
The reported incident involves the use of our delta pt monitor and our spo2 sensor, (B)(4) where it was reported that a pediatric pt suffered an injury as the result of use. The pt was reported to have been connected to our reusable spo2 sensor that was attached to the toe and was found to have suffered skin abrasion and slight burns to the skin. (B)(4).

Manufacturer narrative:
Additional info: serial #: (B)(4). We have requested the return of the cited pt monitor, spo2 sensor and associated cabling used at the time of the reported incident. We will evaluate these items when received. This reported incident is currently under investigation.